Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroscopy with labrum fixation surgery 1x ar-1923bc-1 became wedged during insertion. The anchor was only implanted 40% and after removal, the pushlock dowel was taken out. A new device was opened and there were no problems. The operation continued without delay and no damage was caused. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual evaluation revealed that the rod, tube, and the dowel pin of the tube of the suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, were bent, had strong abrasion marks, and returned disassembled. No anchor/eyelet was returned. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment of insertion, excessive force used during prying/leveraging during insertion, and/or the device coming in contact with another device during use.